Event description:
It was reported that the as lvp ss bag 20d tex leaked when the spike disconnected from the IV fluid bag. The following information was provided by the initial reporter: "the account previously reported two bags leaking when the spikes disconnected from the IV fluid bag."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 19125870. D.4. Medical device expiration date: 12/10/2022. H.4. Device manufacture date: 12/6/2019. H.6. Investigation: the customer reported that the ICU medical bags leaked when bd spikes were disconnected, and returned two ICU bags and two unopened bd sets. The investigation found that the bags leaked profusely when intentionally disconnected. Clinical was asked about the failure, and upon reading the ICU bags, it was found that they are listed as "single use". This prompted a look into the connection, which found the bags are not designed to be resealable. The two returned spikes and ICU bags did not leak when connected and appeared to be secure. There was no observed failure of the bd spike or tubing set. The issue may be the ICU bag being single use and not being designed to reseal at the spike connection. A device history record review for model 10321213t lot number 19125870 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause cannot be determined without an official failure. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp ss bag 20d tex leaked when the spike disconnected from the IV fluid bag. The following information was provided by the initial reporter: "the account previously reported two bags leaking when the spikes disconnected from the IV fluid bag."